Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula bent and crooked events on (B)(6) 2026. The events were observed during a supply change. The patient replaced the infusion sets and resumed insulin successfully. No further information available.